Manufacturer narrative:
Additional information: medtronic received information that the issue occurred in a spinal fusion. Correction: initial reporter updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system performed as intended and the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the gantry was fully closed but the pendant stated gantry open. Another system at the site was used to complete the case. There was no patient impact reported.